Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 4 of 4. The caregiver (cg) said that the home patient (hp) became disconnected from the patient line and she reconnected. The baxter technical service representative (tsr) advised them to close all the clamps and the tsr explained. They cycled power to se 2367 and assisted them to retrieve the cassette. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.